Event description:
Implant card was received stating that the patient underwent generator replacement on (B)(6) 2014. The explanted products will not be returned to manufacturer per hospital policy; therefore product analysis could not be performed.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced status epilepticus during the neurologist visit on (B)(6) 2014. Patient was admitted to intensive care unit and medications were provided to treat the condition. Seizure activity was reported to have been decreased initially, but increased later in the night on (B)(6) 2014. Medications were again increased to control the seizure activity. The patient was referred for generator replacement due to ifi = yes. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.